Event description:
N/a.

Manufacturer narrative:
Updated fields -b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The getinge field service engineer (fse) was able to reproduce an issue with the fiber optic. The fse found when seating the fiber optic connector into the socket it had a little bit of play and intermittently would drop out and zero pressure. The cbl assy,fo sensor extension (0012-00-1562). The device successfully passed all factory-specified performance and safety indicators.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9. Corrected data: h6 (investigation findings, conclusion, component code). The getinge field service engineer (fse) was able to reproduce an issue with the fiber optic. The fse found when seating the fiber optic connector into the socket it had a little bit of play and intermittently would drop out and zero pressure. The cbl assy, fo sensor extension (0012-00-1562). The device successfully passed all factory-specified performance and safety indicators. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 11 nov 2025. The failure analysis and testing dept. Received part number: 0012-00-1562 with a reported unit failure of the fiber optic connection is reset when touching the male fiber optic connector. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. The failure cannot be replicated and is not confirmed. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic was not working and it might be a balloon catheter issue. There was no injury reported.